Manufacturer narrative:
Evaluation summary: evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
An operating room (or) supervisor reported that following an intraocular lens (iol) implant procedure, the patient had an unexpected outcome. According to the or supervision, the surgeon feels the lens was packaged incorrectly. Additional information was provided by the consumer, who reported that immediately after the surgery, he experienced blurry vision. The surgery itself was uneventful. The doctor conducted several tests and assured the consumer that everything was as it should be, aside from the blurry vision. After a careful and thorough investigation, along with the help of a national expert on intraocular lenses, the doctor concluded that the lens implanted in the eye was mislabeled. The power of the lens does not match the power on the lens label. After surgery, the refraction is now -8.25. According to doctor's exam notes provided by the consumer, the postoperative refraction was -8.00-1.00 x 085 on the 6th postoperative day. The assessment indicates that the consumer's refraction is off target with -8 d. The iol master measurements were repeated which are identical to pre-op measurements. There is no corneal edema or posterior staphyloma. The sticker of the implanted iol matches the calculated iol. The most possible explanation is a mislabeled iol.